Event description:
The customer contacted stryker to report that their device displayed a white screen upon powering up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's ui pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The replaced part was further evaluated by stryker. The root cause was attributed to the integrated circuit, designator u2 component.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a white screen upon powering up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.